Manufacturer narrative:
Previously reported by the manufacturer: atrilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, it was reported ac power burned. Unable to write error log on sd card. Unable to connect trilogy service tools. In addition, the device had missing rubber feet. O-ring handle replacement required. There was no additional information provided at this time. If any additional information is received, a follow up report will be filed. New/additional information: during the evaluation of the device at the third-party service center, it was reported that a trilogy 100 ventilator ac power burned. The device could not turn on. The service technician was unable to write error log on sd card and unable to connect trilogy service tools. The device could not be tested. The following parts had to be replaced due to being burned, base enclosure kit, front case kit and ac connector cable kit. The pollen filter was installed into the inlet airpath assembly. In addition, the device had missing rubber feet and o-ring handle. No foam particles were observed. Contamination of dust was noted on the blower box. The device maintenance label, trilogy bluetooth, warning label and sn label were replaced as well. The device was assigned a new UDI number. The device was reworked and passed. Corrections to box d: product UDI (B)(4). Box h: evaluation results code grid and component code grid.

Event description:
Atrilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, it was reported ac power burned. Unable to write error log on sd card. Unable to connect trilogy service tools. In addition, the device had missing rubber feet. O-ring handle replacement required. There was no additional information provided at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device was evaluated by a third-party service center. Waiting to see if additional information will be provided.